Event description:
It was reported that the wing nut of a holding sleeve of a large distractor set was found to be stripped during a tibial plateau open reduction internal fixation procedure. Another set was readily available. There was no reported surgical delay and no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that this holding sleeve was returned with the complaint of ¿the wing nut of a holding sleeve of a large distractor set was found to be stripped during a tibial plateau open reduction internal fixation procedure.¿ this complaint could not be confirmed as the wing screw was not returned, the threaded hole shows signs of wear, the remainder of the device shows evidence of use but is in good condition. As this complaint is unconfirmed and the part for which the complaint is alleged against was not returned, the root cause is indeterminate. A review of the document drawing for part# 394.460 (se_438577 rev. A) was performed. The design, dimensions and material are adequate for the intended use of this device. The risk assessment for this system was reviewed (se_297879 rev. Ae). Lines 140 and 150 of the risk assessment adequately address this complaint (damage of instrument). This complaint condition could not be confirmed. The design of the device was found to be adequate for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.